Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on properly removing air from the cartridge and guided them through filling and loading a new cartridge on the pump. Caller was instructed to replace tubing, remain disconnected from their site, and perform the fill tubing step again. Ultimately, cts assisted in completing the load process and resuming insulin delivery.